Event description:
Caller alleged discrepant results using the inratio2 meter. Results as follows: date: (B)(6) 2011, inratio: 0.8, nurses poc: 1.8. Time between testing was less than 5 mins. Pt is a pt self tester being tested by a visiting rn. Pt was released from hospital recently (no date provided) and lab inr then was 1.7. Pt is taking antibiotics, one of which is vancomycin.

Manufacturer narrative:
Investigation pending.